Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that an advantx system was experiencing interference or a flickering of the image on the left live monitor during fluoroscopy. The issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.